Event description:
It was reported that the patient had a hematoma at the implantable neurostimulator (ins) pocket site. It was noted that the ins had eroded through the pocket and was exposed. A surgical procedure was scheduled for (B)(6) 2012 to revise the pocket site. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 435135 serial # (B)(4) implanted: (B)(6) 2010 explanted: na; lead model 435135 serial # (B)(4) implanted: (B)(6) 2010 explanted: na.